Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the orbic tracker moved, resulting in the imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision of 1-2 centimeters was observed following an image acquisition. It was noted that the surgeon was placing k-wires when the wire intended for the l5 vertebrae entered the l4-l5 disc space. An image acquisition found that the surgeon was navigating 1 centimeter superior in the disc space. This was found when a probe was checked on the vertebral body of the present. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided.